Event description:
Related manufacturer reference number: 2017865-2022-07320. It was reported that the patient's right ventricular lead was explanted and replaced for unknown reasons. The patient condition was stable post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned for unknown reasons. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.